Manufacturer narrative:
Results of investigation: vyaire medical tested this ventilator with a known good ac adapter and a known good patient circuit connected. The ventilator passed 137 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions. The event trace log was downloaded and the event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that a patient passed away while connected to this unit. There was no report of a malfunction associated with this reported issue, the customer is requesting an evaluation be performed to assure functionality of the unit.